Event description:
Event description guidant received information that the implantable lead demonstrated elevated thresholds of 3.5 volts. Upon further investigation, additional information was received indicating a possible perforation which occurred at the time of the original implant procedure. This perforation was discovered during the explant/replacement procedure of the rate/sense portion of this lead. No patient complications were noted during the procedure.